Event description:
While removing a blake drain from a pt in the ICU, the drain broke remaining in the pt. A CT was performed and it was suspected that the drain was stitched to the fascia. The pt was returned to the operating room and the retained portion of the drain was removed. Upon examination of the retained portion, it was evident that while securing the drain when it was inserted after open heart surgery, a suture penetrated the drain. The torn end of the drain was irregular in shape where it separated from the external portion of the drain. The pt was recovered and returned to the intensive care to continue recovery from the original surgery.